Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube (j-tube) was being used to administer medication for advanced stage parkinson's disease. The procedure date is unknown. According to the complainant, approximately a month and a half after placement, there was an occlusion in the j-tube that triggered the high pressure alarm. The tube was rinsed with a syringe that was less than 10ml, however, it did not resolve the issue. It was reported that the tube may need to be replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of j-tube occluded. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.